Event description:
A pt's blood glucose was tested and the device gave a result of "hi" twice. A lab test was performed and the result was 102 mg/dl within 30 minutes. No treatment was given. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.